Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that a complaint concerning ¿device powering off during infusion¿. The complaint was verified and the alarm history was reviewed. According to the alarm history, the pump issued an alarm for low battery/ depleted battery indicating that the pump was being used without ac power. The pump is designed to run off ac wall power. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
One device was returned analysis of complaint that while running continuous infusion, syringe pump turned off. The event occurred during infusion. There was patient involvement, but no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.